Manufacturer narrative:
Product analysis :visually confirmed approximately ~3mm of the instrument tip has been deformed, consistent with interface during usage. Associated set screw hexalobe is also deformed. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2015, the patient underwent psf surgery at l5/s1 levels. Intra-op, a set screw was stripped. The surgical time was extended by less than 15 min. The product came in contact with patient. No patient complications were reported due to this event.